Manufacturer narrative:
(B)(4).

Event description:
During follow up on a separate issue, corporate product surveillance (cps) received a report from a home patient (hp) who said she had a heater bag that disconnected. The hp said she had connected the heater bag and then connected the supply bag. After she finished connecting the supply bag she saw that the heater bag and line had separated; the bag did not fall. The hp did not know how it happened; the hp stated it was like it slipped out because she did not tug on it at all. The hp said she did not see anything unusual with any of the supplies. The hp said she always makes sure the spikes are all the way in during setup. The hp said she notified her nurse. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a connection issue during therapy. The complaint was confirmed based of the patient reporting the bag disconnected, but the assignable cause for the connection issue cannot be determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.